Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio occurred. Visual inspection was performed and passed. Charged and boot were performed and passed. Download receiver log was performed and passed. Performed functional test and passed. Receiver run functional test was performed and passed. Performed try it test and passed. Performed communication tool intermittent audio test and passed. Open and interior inspection and passed. Take speaker measurement and passed. He allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.